Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. While prepping the 3.50x20mm liberte' monorail coronary stent delivery system, the stent came off the balloon. The stent delivery system was advanced in the pt and when the balloon was inflated it was realized that there was no stent on the balloon. The device was removed from the pt and after the lights were turned on in the lab the stent was found on the floor. It was confirmed that the stent was felt to have dislodged from the device during prep, before it entered the pt. The procedure was completed with a 3.50x16mm liberte bare metal stent. No pt complications were reported and the patient's current condition is listed as "fine".